Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose value was 31 mg/dl. The customer did not provide information about symptoms and treatment. The customer reports needle hub assembly wasn't removed from sensor base before starting insertion process. Auto mode was not mentioned if was in use at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.